Event description:
It was reported that the implantable cardioverter defibrillator with this right ventricular (rv) lead recorded a code 1004, indicative of a short circuit condition detected during shock delivery due to a low out-of-range shock impedance measurement less than 12.5 ohms. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.